Event description:
It was reported the atrial lead was capped and replaced due to loss of capture, high threshold, low impedance, and undersensing. No patient complications were reported as a result of this event. Later review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. At the time of the retro review, it was noted in the manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported the atrial lead was capped and replaced due to loss of capture, high threshold, low impedance, and undersensing. Later review of manufacturer's database revealed the patient had died 6 days later. Follow up with the nurse at the clinic reported the patient's death was not device or lead related. She reported "the patient was very sick and likely died from a respiratory-related issue."